Event description:
Customer stated "unit reverts from cut to wait while the electro-surgical pencil was being used". Repair tech stated "complaint not verified - replaced pcb". Reference repair order #(B)(4). 1216677-2020-00307 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation : x-review DHR , x-inspect returned samples . Analysis and findings : complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/1/2018 under wo #'s (B)(4) and shipped on 3/8/2018. Manufacturing record review: DHR #'s 234241 & 234243 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. No root cause is applicable. Correction and/or corrective action : the unit was tested to specifications and found to operate free of defects. This units' board was replaced as a precaution and set aside for additional review by engineering. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the conditon reported.

Event description:
Customer stated "unit reverts from cut to wait while the electro-surgical pencil was being used" repair tech stated "complaint not verified - replaced pcb" reference repair order #(B)(4). 1216677-2020-00307 leep precision generator lp-20-120 (B)(4)